Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and archive data review. The root cause for the reported complaint was due to the damaged load cell module 1. Upon visual inspection, unrelated to the reported complaint, observed cracked top and front cover. Also the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The front cover was replaced to remedy the damage and performed clutch plate deburring procedure to remedy the problem with encoder drive shaft. The physical damage was appeared to be due to mishandling. The autopulse platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The archive data review showed occurrence of ua07 error message on the reported complaint date. The load sensing system has detected a weight or load imbalance between the two load cells, checked during power-on-self-test. Load cell characterization results confirmed that the load cell module 1 was over reported. Replaced load cell module 1 to remedy the reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The crew tried to troubleshoot by re-positioning the patient, however the error message could not be cleared. Immediately the crew reverted to manual CPR and the patient achieved rosc during transportation to the hospital. After the patient use, the autopulse platform continued to display ua07 error message. No patient consequence.